Event description:
Stuck inside me- vagina [foreign body in reproductive tract]. 3 of the strings have come off [device breakage]. 3 of the strings have come off of my tampon leaving it stuck inside me [complication of device removal]. Case narrative: consumer reported via email that the tampon was stuck inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.